Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly and that the battery gauge was fluctuating. Although requested, the customer declined to provide further information or participate in troubleshooting.